Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced exposure of mesh, emotional distress, pain, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and product problem. The plaintiff also experienced erosion, urinary tract infection, and rectal prolapse. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated april 21, 2015 under exemption (B)(4). Lawyer-filed report.